Event description:
It was reported the patient's pump had a volume discrepancy. The expected residual volume (erv) was 7ml while the actual residual volume (arv) was 18ml. X-rays showed no complications. No symptoms were reported. The drug in the pump was lioresal. The pump was placed in stop mode as the hcp did not feel the patient had received any intrathecal drug for at least 4 months when the pump was last refilled. The patient was maintained with oral baclofen and "doing fine". The hcp and patient had not decided to replace or explant the device at the time of the report. The hcp reported the patient experienced a non-serious injury/illness.